Manufacturer narrative:
The xt mitraclip mentioned in b5 with tissue injury associated and following this complaint device is being filed under a separate medwatch report number. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This report is being filed due to the xtw mitraclip with tissue injury associated. Crd_947 - repair mr ide study patient ID: (B)(6) it was reported that on (B)(6) 2023, the patient presented with complex mitral valve anatomy, degenerative mitral regurgitation (mr) grade 4+, calcified posterior annulus with prolapse, and enlarged atriums. An xtw mitraclip was successfully delivered and deployed. There was no device malfunction or patient injury associated with this clip. An xt mitraclip advanced. Due to the calcified annulus/calcified shelf grasping was difficult. Once grasped, the mr appeared to worsen. The thought was the clip arms size inherent with the xt mitraclip could be incompatible with the valve anatomy, distorting the valve. However reportedly, the device was performing as intended. It was decided to use another sized clip in replacement. The xt device was successfully removed. Reportedly, there was no complaint against the clip and the issue was due to anatomy. There was no patient injury associated with this clip. An ntw mitraclip advanced. Difficulty grasping was also noted due to anatomy, the calcified annulus and the hearts motion. A good grasp was obtained; however, the mr was not reduced. It was decided to not implant this clip and use a different sized clip instead. The device was successfully removed. Reportedly, there was no complaint against the clip and the issue was due to anatomy. There was no patient injury associated with this clip. It was decided that the xtw mitraclip length and width would be compatible with the patients anatomy at this procedure point. Another xtw mitraclip (cds0706-xtw, 30920r1041) was successfully delivered and deployed; however, this clip had perforated the leaflet during use. Following, the operators decided to go with an xt mitraclip. Another xt mitraclip (cds0706-xt, 30412r1102) advanced and this time was successfully delivered and deployed; however, a leaflet perforation was also associated with this clip. There was a delay in procedure, however, there was no injury associated with this delay. The mr remained unchanged at grade 4+. On (B)(6) 2023, a mitral valve replacement was performed as treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
All available information was investigated, there was no reported device malfunction associated with the clip delivery system (cds). It was observed that one gripper cover was torn and frayed. The clip arm cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the observed torn and frayed gripper cover, and torn clip arm cover, appear to be due to procedural interactions during explantation of the clip. A cause of the reported tissue injury (perforation of leaflet) could not be determined. The reported unchanged mr by end of procedure was related to the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.